Event description:
Additional information received identified the sensor was recalibration by rhc on (B)(6) 2019, where the mean was increased by 107.9 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
Voluntary mw report form (mw5072605) was received on (B)(6) 2017. There was no new/additional information identified in the mw report form.

Event description:
Further review of patient¿s complaint data base indicated troubleshooting tried by modifying engineering unit to detect a sensor frequency below commercial range (30mhz) resulted in some sensor signal detection of very low range. The cause of the frequency being outside the commercial range is not known yet.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after the hf sensor implant procedure during calibration signals (waveforms) were not observed. Troubleshooting was attempted multiple times at different time frames to no avail as the sensor was not detected. Chest x-rays confirmed the sensor to be at an initial implant location. The health professional will monitor patient based on clinical symptoms.